Event description:
When the guidewire was put through the catheter, a small piece of curly plastic fell out into the pt. It was retrieved from the pt without injury. Another device from the same lot number was tested outside the pt, and again, the piece fell out. This piece was placed in a small test tube and sent in for an investigation.

Manufacturer narrative:
Complaint is confirmed that a plastic fiber was removed from the catheter. This is an OEM prod, that gyrus acmi labels and sends for sterilization. We are awaiting further investigation of the catheter by the MFR. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.